Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd max zero connector leaked and had flow issues. The following information was provided by the initial reporter: "it was reported by the customer that the max zero set is leaking and the flow rate has low pressure. "

Manufacturer narrative:
H.6. Investigation: the customer reported slow flow rate and leakage from the maxzero that was attached to a bayer tubing set. The physical sample was not received, however a photo of the maxzero was provided. It is not clear from the photo the issue, and no leak or flow issues could be confirmed. The root cause is unknown without an observed failure. A device history record review could not be performed because a model or lot number was not provided by the customer. H3 other text : see h.10.

Event description:
It was reported that an unspecified bd max zero connector leaked and had flow issues. The following information was provided by the initial reporter: "it was reported by the customer that the max zero set is leaking and the flow rate has low pressure. "

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that an unspecified bd max zero connector leaked and had flow issues. The following information was provided by the initial reporter: "it was reported by the customer that the max zero set is leaking and the flow rate has low pressure. "